Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event for fractured handle was confirmed. However, trigger resistance was unable to be confirmed as the device was cycled twice and the anchors were not returned. Visual examination of the returned product identified the device has been cycled 2 times and there were no sutures or anchors returned with the device. The front end has fractured where it meets the handle of the device secondary to resistance in the trigger. Fracture analysis was not performed as fracture is secondary to trigger being stuck. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: denmark. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned yet.

Event description:
It was reported that while trying to release the first implant, the black trigger feels very resistant, so the surgeons added a lot of pressure to the trigger on the handle. The green plastic part of the handle simply breaks, when the surgeons are forcing the implant forward into the meniscus. The surgeon used another one to complete the procedure and this worked without any issue. Attempts have been made and there is no further information at this time.